Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert occurred before caller contacted support, but issue had already resolved by the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing wall adapter and using tandem charging cable with computer usb plug-in, pump began charging normally, and no further assistance was required.